Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) experienced rapid battery depletion. An increase in battery impedance was observed. It was also identified that the right ventricular (rv) lead was adjusted to a high output which contributed to the lower battery estimate. The device remains in use. No patient complications have been reported as a result of this event.